Event description:
It was reported the patient has not used or charged the scs ipg for a year(date of even unknown.) As a result, the ipg is inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.